Event description:
This is a report of a patient who experienced a breach in aseptic technique resulting in peritonitis. The patient acquired peritonitis while in the hospital for an unrelated event. The patient was treated with cefepime 1gm/day and vancomycin 1gm. At the time of this report the patient remained hospitalized and was recovering from the peritonitis. No additional information is available at this time.

Manufacturer narrative:
(B)(4). This is a report of a patient who experienced a break in aseptic technique resulting in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.